Event description:
It was reported that the device "failed accuracy" and delivered at (B)(4)% above nominal. No known adverse effects to patient.

Manufacturer narrative:
Device evaluation summary: once cadd legacy pump was returned for analysis in used condition. The visual inspection of the pump identified that there was no damage. The functional testing included accuracy testing. Delivery accuracy testing found the pumps average delivery error to be within the published specification of +/-6%. The customer's concern regarding failed accuracy could not be duplicated and was not confirmed. Problem source could not be identified.